Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42, 46 mg/dl. The customer was treated with the food. There was hardware low level failure alarm and failed battery alarm. The troubleshooting was performed for the pump error. The troubleshooting was performed for low blood glucose level. The self test was performed and the test was passed. Based on customer report customer was not allege insulin pump was over delivering. The customer stated that the auto mode was active. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.